Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic transection. It was reported that during the index procedure, when attempting to deploy the proximal barespring, the deployment knob had resistance and would not disengage. Multiple attempts were made at this before deciding to disassemble the handle and manually deploy the barespring. After handle disassembly, the proximal tipcap was deployed and the device was retracted out of the patient. The final angiogram identified no visible damage to the vasculature or the device. The patient had normal distal pulses at the end of the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: numerous kinks were observed along the middle member. The distal end of the stent stop was damaged. The handle had been disassembled; the slider/handle, front grip and tip capture release had been removed from the handle. The handle was opened to inspect the t-bar and silicone seal. It was not possible to move the t-bar as the silicone seal had adhered to the peek lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: numerous kinks were observed along the middle member. The distal end of the stent stop was damaged. The handle had been disassembled; the slider/handle, front grip and tip capture release had been removed from the handle. The handle was opened to inspect the t-bar and silicone seal. It was not possible to move the t-bar as the silicone seal had adhered to the peak lumen. If information is provided in the future, a supplemental report will be issued.